Event description:
It was reported that the customer kept changing out her infusion set and could not get her blood glucose level down. Customer called the paramedics to take her to the hospital. Customer stated that she was hospitalized about 4-6 weeks ago due to high blood glucose levels. Customer's blood glucose level was over 300 mg/dl at the time of the call. Customer later found that the cannula was bent. Customer thinks she might have had an infection in her tooth. Customer was wearing the pump at the time of the call. Customer was unable to troubleshoot at this time. Customer stated that she was just diagnosed 2 years ago and is still working out the kinks with her settings. Customer will be scheduled a follow-up call for the next business day. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).